Event description:
It was reported that the procedure was performed in an attempt to seal a right cavernous carotid fistula. The graftmaster 4.5 x 16 mm stent advanced across the pre-cavernous segment of the internal carotid artery. The stent delivery system was connected to a rotating type inflation device and the stent was deployed. During inflation, the balloon was overinflated and ruptured. While removing the balloon catheter, the stent was pulled back into the inferior portion of the pre-cavernous segment and demonstrated poor wall apposition. A 5 mm balloon catheter was advanced over a non-abbott exchange wire and the balloon was inflated to nominal inflation pressures in order to expand the stent. After inflation of the balloon, the stent again demonstrated persistent non-apposition to the wall of the internal carotid artery. The balloon catheter was withdrawn. At this point the decision was made to sacrifice the right internal carotid artery using a total of 26 detachable embolization coils. The final angiography demonstrated right anterior circulation robustly supplied across a large anterior communicating artery. The patient was to remain plavix for a month and aspirin to continue indefinitely. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: penumbra px400; guide wire: luge; guide cath: 7f; sheath: 7f 80 cm shuttle; other: heparin, kefzol, plavix, protamine. Incorrect anatomy, indication for use and above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the graftmaster was inflated to 18 atmospheres, which is above the rated burst pressure. Therefore, it is possible that the over-inflation of the device contributed to the reported balloon rupture. Additionally, it was reported the graftmaster was used in the right cavernous carotid fistula. It should be noted the instructions for use states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations. It is unknown if the off label use contributed to the reported event. Although a conclusive cause can not be determined there is no indication of a product quality deficiency.